Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead was placed and connected but could not obtain an acceptable pacing threshold. Attempts to reposition the lead were not successful as the other veins were too small. The lead was removed and the procedure ended. Patient has been referred for epicardial leads at a future time. No patient complications have been reported as a result of this event.